Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint.

Event description:
The initial reporter states that the pump had over infused and may have free flowed. They stated that when they were switching out the pump they noticed that formula was "slowly running out of the tubing". It is unclear how long the formula was in the tubing or if it was still connected to the patient. Mmd followed up with the initial reporter and they stated that the patient had not had any adverse effects due to the complaint. They provided no additional information. [Complaint-(B)(4)].